Manufacturer narrative:
(B)(4) date sent to the FDA: 08/10/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Did the surgeon note any anomaly or deficiency with the suture prior to use? What tissue was the prolene suture used on? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to the breakage (fall, cough, etc)? Can you describe the appearance of the prolene suture during the second procedure? Were the knots intact and the suture broken? Was the suture intact and pulled away from the tissue? What is the surgeon opinion of the contributing factors to the post op suture breakage? What are the patient age, gender, weight, prior medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a colon resection procedure on (B)(6) 2016 and the suture was used. Following the procedure, the suture broke, not at the knot. The patient was brought back for repair. The suture was removed and replaced with another like suture one week later. Additional information has been requested.

Manufacturer narrative:
The needle was not retuned for evaluation. The sutures pieces were examined for visual inspection and it was not observed damaged along of the strand. However, it was observed that the ends of the suture was damaged (slice, split), the other ends of the sutures were cut likely by use of the needle holder. The sample was tested by tensile strength with knot and the sample met requirements. It could not be determined what may have caused the reported incident.